Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient far vision was so blurry. It was reported that the consumer had extreme near sightedness and could not drive because of the distance blurriness, and had to take the glasses off when reading, looking at the phone or laptop screen or do anything close-up like sewing, threading a needle.